Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure the wrench idd not "click" with the set screw. The set screw could not be removed. Defibrillation threshold testing was completed as well as visual inspection of the header. Device function was noted as normal. The device remains implanted and in use. No patient complications have been reported as a result of this event.